Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: "(B)(6) 2021 2:48:04 pm high alarm displayed: cassette not attached properly (B)(6) 2021 2:48:06 pm high alarm silenced: cassette not attached properly." The customer reported product problem (cassette not attached alarm) was reproduced during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the cassette alarm was unknown. A root cause was not established. The downstream occlusion (dso) sensor was replaced.

Event description:
It was reported that the cadd solis vip pump produced a cassette not attached alarm. This occurred even though the cassette was attached. No patient injury or complications were reported in relation to this event.